Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and reported issue was confirmable using logs; m-10 error logged on 4/24/2026, m-12 errors logged between 4/28 and 5/1/2026. M-b1 error all logged. Visual inspection noted no issues which may relate to the reported event. However, housing cover is dented and front bezel is experiencin yellowing. Cover and bezel will require replacement. Fa inspection was not able to replicate the reported event on site. Unit tested on system, all operations successful via all ports.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had an error, prompting a reboot of both the erbe and the system; however, the issue persisted. Subsequently, a different vision side cart (vsc) was swapped in an attempt to resolve the problem. The procedure was converted to another davinci system with no reported injury.